Event description:
Customer reported being hospitalized for both high and low blood glucose. He is currently still in the hospital, but his blood glucose has stabilized at 80 mg/dl. Customer stated he is in dire need of reservoirs. The last reservoir was thrown out by the paramedic. He needed the reservoirs to be sent over night. Customer was advised to contact us to follow up about the hospitalization since he was in a hurry at the moment. Reservoirs were sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.